Event description:
It was reported that the patient had multiple inappropriate shocks due to oversensing via reduced intrinsic amplitudes. The patient is on dialysis and is hyperkalemic causing a wide intrinsic complex. The doctor is addressing this. There were no additional adverse patient effects. The device remains implanted.